Event description:
It was reported by the customer that a bd pyxis¿ es server had single patient not showing up on the station. The customer reported that there a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient did not show up on the station. A technical support specialist checked the rss server and confirmed that the issue was resolved.